Event description:
In 2008, the pt reported his insulin infusion device shut down in the very early morning hours while he was sleeping. He stated he discovered this because he was awakened by the sound of the device going through the self-test as it started back up. He said he changed his battery less than 1 week ago and changed the battery cap 1 and a half weeks ago. The pt stated he did not receive an a2 (low battery) alarm prior to this event. The device alarm history showed the pt had previously received several e8 (power interrupt). He said that he would clear the error and insert a new battery but the device screen would frequently remain blank. The pt stated he has switched to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.